Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, there was significant difficulty with valve alignment due to a horizontal annular angle which contributed to built up tension in the delivery system that they were unable to rectify. It was thought that the valve was aligned well and they attempted to cross the annulus. However, as they crossed the annulus and attempted to inflate the valve, they were unable to do so due to a balloon integrity rupture. They attempted for several hours to pull the valve back into the esheath and remove the system as a whole, but was unsuccessful. After multiple consultations, the patient was brought to the or and had the device removed from the abdominal aorta through an open procedure.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A 3mensio report was provided for evaluation by the facility and the following was observed: the patient's access vessel had calcification and tortuosity, the abdominal aorta was calcified, the native annulus was calcified, and the abdominal aorta and thoracic aorta were tortuous. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation training manual, and procedural training manual. Based on this review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The following complaints were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation: valve alignment difficulty during gross alignment, valve alignment difficulty during fine adjustment, balloon leak, and difficulty to withdraw system with the valve through the esheath. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description reports, 'there was significant difficulty with valve alignment due to a horizontal annular angle which contributed to built up tension in the delivery system that we were unable to rectify.' As valve alignment was performed at a 'horizontal annular angle,' tortuosity was present in the vasculature, contributing to difficulty in pulling the balloon shaft through the flex shaft along bends in the anatomy. Performing valve alignment at an angle (non-straight section of aorta) can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the lumen of the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position, resulting in valve alignment difficulties. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (valve alignment performed in non-straight section) could have contributed to the reported event. The complaint description states, 'as they crossed the annulus and attempted to inflate the valve, they were unable to do so due to the valve system balloon integrity rupture.' As difficulties with valve alignment were observed, it is possible that the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests patient (tortuosity) and procedural factors (high alignment forces) could have contributed to the reported event. As per the complaint description, 'they attempted for several hours to pull the valve back into the esheath and remove the system as a whole but it was unable to be done. After multiple consultations, the patient was brought to the or and had the device removed from the abdominal aorta through an open procedure.' The patient imagery revealed tortuosity present in the access vessels. Vessel tortuosity may contribute to a non-coaxial withdrawal of the delivery system into the sheath. The valve may have caught on the sheath distal tip as a result on the non-coaxiality, contributing to the observed withdrawal difficulties. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined at this time. However, available information suggests patient factors (tortuosity) and procedural factors (non-coaxial withdrawal) could have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.